Event description:
Hill-rom received a report from a hill-rom technician stating pt left head side rail won't latch. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom service technician inspected the bed and found that the cause of the side rail unable to be latched was due to a bent latching mechanism. The latching mechanism was replaced and the bed functioned as expected. The most probable cause for the bent latching mechanism is mechanical damage. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds.